Manufacturer narrative:
The returned device was evaluated and the device had cannula assembly fully deployed and needle completely retracted. Pink slide insert was seen in viewing window. Download data showed that an 0x1c alarm was generated, indicating pod expiration. It was confirmed that device ran for 80 hours. Device delivered 2545 pulses. Investigation of needle mechanism found no abnormalities. Needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in a needle mechanism failure. Investigation found no issues that would result in cannula inserting improperly. Cause of reported improper insertion could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while activating a pod the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition the patient reports being unsure if the cannula had properly inserted at the pod infusion site. The pod was not worn.